Manufacturer narrative:
Device code 1310 was added. Visual inspection was performed on the returned device. The reported separation was confirmed. The reported inflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified ramus artery that did not have any tortuosity. A 2.5 x 12 mm trek balloon catheter was used, and it advanced over a non-abbott guide wire. The balloon catheter did not meet any resistance during advancement. However, it was not possible to inflate the device because the mid shaft became separated. As it was sticking out of the tuohy borst adapter, the device was simply withdrawn. A 2.5 x 12 mm non-abbott balloon catheter was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initial report, additional information was received. Returned device analysis revealed that the hypotube became separated. Therefore, the account most likely meant that the proximal shaft separated. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is pending returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified ramus artery that did not have any tortuosity. A 2.5 x 12 mm trek balloon catheter was used, and it advanced over a non-abbott guide wire. The balloon catheter did not meet any resistance during advancement. However, it was not possible to inflate the device because the mid shaft became separated. As it was sticking out of the tuohy borst adapter, the device was simply withdrawn. A 2.5 x 12 mm non-abbott balloon catheter was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.